Manufacturer narrative:
MFR received an insurance claim alleging a fire occurred within a dealer's repair facility involving an invacare chair. The wheelchair was inspected at the dealership by cause and origin investigator. No report is available at this time. Initial inspection as well as comments made by parties involved suggest that fire occurred while chair was being cleaned with a flammable cleaning agent. Photos indicate that the chair's electrical components are not involved, and damage is limited to top of chair. MDR filed as a conservative measure.

Event description:
A fire allegedly originated within an invacare power chair which was inside the dealer's location. No injury is alleged.